Event description:
At refill, they were hitting metal and could not feel the septum when trying to refill the pump. It was determined that the pump was flipped. No patient symptoms were reported. The medication being delivered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.